Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and inspected all tip and plunger clamps, tested lld with splld test, and tested summit with oas user software test. The instrument was tested without further problem, and returned to expected operation.